Event description:
It was reported that a patient who was already in the hospital for an unknown medical reason had a flexi-seal fms inserted (B)(6) 2015. It is further reported the patient experienced 'bloody stool' on (B)(6) 2015 and a colonoscopy was done at that time. The patient was diagnosed with a 'rectal ulcer anal fissure' attributed to the fms. The fms was discontinued on (B)(6) 2015.

Manufacturer narrative:
Additional information was received on september 18, 2015. Updated to reflect the applicable information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on august 04, 2015. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/ event details have been requested. Should additional information become available, a follow-up report will be submitted.